Event description:
On (B)(6) 2013, a company rep reported a patient burn. At the time of the burn, the patient didn't appear to be very hairy. The nt-2000 generator was at 20-40 degrees c. The burn was the size of the cannula hub with redness and bubbles at the needle site. There were two c-1010-s-20 needles in patient at the time.

Manufacturer narrative:
Photographs taken of the burn and the cannula placement during the procedure were reviewed. The cannula causing the burn was inserted fully into the patient so the hub was extremely close to the skin. A review of the manufacturing records showed no abnormalities related to complaint. Completion of investigation is pending return of material.